Event description:
While reviewing the patient's vns generator programming history a system faulted diagnostics was noted to have left the patent with unintended settings. On (B)(6) 2006 the patient last settings were output current= 1.75 ma/ frequency= 30 hz/ pulse width= 250 usec/on time= 21 sec/off time= 1.1 min / magnet output current= 2.5 ma/ pulse width= 500 usec / on time= 60 sec. A system diagnostics was then performed which faulted. No final interrogation was then performed to check the patient's settings. The next recorded visit on (B)(6) 2013 the patient settings were output current= 1 ma/ frequency= 20 hz/ pulse width= 500 usec/on time= 30 sec/off time= 60 min / magnet output current= 1 ma/ pulse width= 500 usec / on time= 30 sec. This event is captured in this MDR report. On (B)(6) 2007 the patient's settings was still at output current= 1 ma/ frequency= 20 hz/ pulse width= 500 usec/on time= 30 sec/off time= 60 min / magnet output current= 1 ma/ pulse width= 500 usec / on time= 30 sec. A generator diagnostics was then performed which resulted the patient's settings to change to output current= 0 ma/ frequency= 30 hz/ pulse width= 500 usec/on time= 30 sec/off time= 5 min / magnet output current= 0 ma/ pulse width= 500 usec / on time= 60 sec. On (B)(6) 2007 the patient's settings was then corrected to output current= 0.25 ma/ frequency= 30 hz/ pulse width= 250 usec/on time= 30 sec/off time= 5 min / magnet output current= 0.5 ma/ pulse width= 500 usec / on time= 60 sec. This event is captured in MDR report #: 1644487-2013-01231

Manufacturer narrative:
Analysis of programming history.